Event description:
It was reported that the ilet user requested assistance with a full supply change while using an inset infusion set and, during priming, the infusion site separated from the applicator, after which a new infusion set was used, and insulin delivery was resumed. There were no reported symptoms or changes in blood glucose. Outcomes included replacement supplies shipped and completion of troubleshooting and education, with no alerts or alarms reported and no medical care required. Investigation included guided troubleshooting over the phone. Investigation of this case revealed a user error consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that user handling during set insertion was the most probable cause.